Event description:
It was reported a ventilator gave a 1014 ventilator inoperative error code indicating a 24 volt failure. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The customer reported that the device was not in patient use when the issue was discovered. There was no patient or user harm reported. There was no medical intervention reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. It was reported that the customer was informed that they would need new batteries to troubleshoot the problem. The customer did not desire to repair the unit. No other anomalies were reported.